Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the device history indicated no evidence of a load step malfunction. The load step malfunction was not duplicated during testing. The pump rewind, load, and prime steps were completed successfully. The force sensor calibration reading was within specifications. The pump case was removed and no internal defects were found.